Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A healthcare facility reported that one of their surestep meters kept prompting an error 1 message. The tests were performed with blood samples and the test strip was inserted firmly and completely into the meter. The blood was applied to the pink area of the test strip and the confirmation dot was completely blue with no white showing. However, it was discovered that the test strip was inserted more than two minutes after applying the blood. This is not the correct testing procedure. During troubleshooting, the meter was cleaned and then retest was performed. But the issue still persisted and the error 1 message appeared. Therefore, this issue was not resolved. The pt had to received any medical attention or treatment. No further clinical info was provided. This case is reported as a meter malfunction since the issue was not resolved.